Event description:
It was reported, the customer was hospitalized in november 2013. Customer's blood glucose was 22 mg/dl at the time of admission. The customer stated, their son could not wake them up, prompting the paramedics to be called. Customer also believed their low blood glucose was attributed to too much insulin being delivered to their body. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.